Event description:
The fe reported that the system gave a kvp error on start up and the system was down. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The boards and connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.